Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-05258, related manufacturer reference number: 2938836-2019-05262. It was reported that the patient developed hemothorax after the implant procedure. Perforation from eh right atrial lead was also noted. It is also observed the high threshold value for pacing and the increasing of the impedance. No intervention was performed. The patient has admitted to the hospital and been closely monitored. As of (B)(6) hemothorax has subsided and no intervention such as a drainage has been required. The lead was dislodged. The device was reprogrammed. Lead replacement was discussed. The patient was in stable condition.